Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted on rv and lv leads. The defibrillation function was deactivated. The patient was scheduled for an appointment at the hospital. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Update: appointment at the hospital took place on (B)(6) 2025. Suspected subclavian crush syndrome. Leads remain implanted at this time. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.